Manufacturer narrative:
Same case as MFR: 2249062-2014-00008.

Event description:
On or about (B)(6) 2006, the patient underwent an extensive surgery to this lumbar spine. The surgery included the installation of medical hardware and took place in (B)(6) . No earlier than (B)(6) 2013, the patient was made aware by a CT scan of his spine that a rod, which was part of the hardware described above, had snapped, causing injuries and damages. On or about (B)(6) 2009, the patient underwent another series of lumbar back procedures which also included the installation and/or replacement of medical hardware, and took place in (B)(6).